Event description:
It was reported that between the implant and first follow-up doctor visit there was a rise in threshold. It was also reported that the physician feels there is something wrong with the device and reports "seeing a rise in threshold in various lead[s] with this device model." The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.